Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly also moisture damage was found on the motor, battery tube, vibrator and keypad assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump switched off after an autotest. The patient's blood glucose at the time of incident is unknown. The customer also reported that there were cracks on the pump. The insulin pump is in warranty and will be returned for analysis, and a replacement device was shipped to the customer.